Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was worn in a metal detector. Customer's blood glucose was 426 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test and unable communicate to carelink pro to verify data anomaly due to motor error alarm. Unit had minor scratched lcd window and cracked reservoir tube lip.